Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shut off. The customer connected the pump to a power source and was able to turn the pump on. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event.